Event description:
Additional information reported that the patient thinks that there current dose is ¿300 or 290¿. It was noted at the time of report that the patient was working with a physical therapist and they¿re lowering the patient dose from ¿340 down to 300 or 290¿ looking for the right dose.

Event description:
Patient reported that when his pump was changed out he went through withdrawal and ended up spending the weekend in the hospital after the replacement and did not remember anything. The patient was at "315" with his old pump and was at "100" with the new. The dose was lowered from 415 mcg/day down to 100 mcg/day after the replacement. This was done in a week's time following the system replacement. When the dose was turned down the patient suffered from withdrawal. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. After their pump replacement on (B)(6) 2012, the patient's dose was lowered to 100 mcg/day (previously at 300 mcg/day). The patient had gone through withdrawal and was in the hospital (as previously reported), and it almost killed him. The patient thought that the doctor should not have lowered the dose as much, as it was a pump replacement, not a new pump. The patient's indication for pump use was multiple sclerosis and intractable spasticity.

Manufacturer narrative:
MDR sent to correct date received by manufacturer in manufacturer¿s report 3004209178-2012-09706. Date received by manufacturer date is (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter: product ID 8590-1 lot# n234555, implanted: 2009 (B)(6), product type accessory. (B)(4).